Event description:
The patient was reportedly experiencing loss of lock. External equipment was exchanged; however, this did not resolve the issue. Device testing was conducted. A device failure was confirmed. Revision surgery will be scheduled.